Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an auxiliary drawer 2.2 sticking. The field service engineer stated that a non-inventoried drawer was used to replace the drawer, but it was found to be having significant drawer issues as well. The old drawer was put back in and the rails were adjusted. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer keeps sticking and difficult to pull out fully. There were no adverse events or injuries reported based on this event.